Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: wire fatigue was observed in both the white and black power cables. The reported event of a backup battery fault alarm was confirmed via analysis of the downloaded log file; however, the alarm was not reproduced during testing of the returned system controller. The reported event of a vertical line in the system controller lcd screen was confirmed via analysis of the returned system controller. The downloaded log file contained approximately 3 days of relevant data (07jan2024 ¿ 10jan2024 per the timestamp). The log file captured a backup battery fault alarm from 08jan2024 at 10:44:18 to 10jan2024 at 12:26:38 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold of 10.2 v. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. During testing, a white vertical line was also observed on the lcd display. The white line did not prevent information from being displayed or read from the lcd display. The returned lcd display was replaced with a known working lcd display and the issues resolved, isolation the issue to the lcd display. The root cause of the reported backup battery fault alarm could not be conclusively determined through this analysis. The reported event of a vertical line in the lcd screen was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. The device history records (DHR) were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15jun2022. Review of the DHR also revealed that the system controller was manufactured with the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 14jun2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault, alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarming backup battery had 15 months left of shelf life.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic for a backup battery (ebb) fault. Upon controller inspection the lcd screen was noted to have a line down the front. The controller was exchanged and a new ebb was placed.